Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the part that spins is jamming could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that device failed cannulation tests and would not accept the largest diameter gauge. It was further observed that the press ring was damaged, the stop ring was damaged, the bearings were worn, had rough rotation, and were dirty. The assignable root cause was determined to be component wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the part that spins on the quick coupling device was jamming. It was reported that there was a five minute delay in the procedure and an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.